Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the air flow sensor u1 of the customer returned gds measured the air flow much too low. This caused the air flow accuracy test to fail with too high delivered flow and e/c 1203 to occur. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test and e/c 1203 did not appear anymore.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk error. The customer reported there was no patient involvement.